Event description:
It is reported via legal documentation that a patient had a right total hip arthroplasty on (B)(6) 2015, with no revision surgery reported. No radiographic images of the device are provided. There is no other information available.

Manufacturer narrative:
H10. D10. Concomitants: (B)(6) 142-32-03 - cocr fem head 32mm +3.5 offset 12/14 (B)(6) 142-32-00 - cocr fem head 32mm +0 offset 12/14 (B)(6) 180-01-52 - nv crown cup clstr hole 52mm group 2 (B)(6) 101-05-20 - 3.2mm drill bit 20mm 1pk (B)(6) 164-13-10 - novation element ro s/o col sz 10 (B)(6) 180-65-20 - alteon 6.5mm screw, 20mm. These devices are used for treatments, not diagnosis. There is no other information available.

Manufacturer narrative:
H3: the most likely cause for the revision reported due to early prosthesis wear could include a number of variables including use error, implant positioning, implant size selection, and patient factors. Additionally, increased shelf oxidation resulting from the use of nylon vacuum bags without evoh could also have contributed to the wear. However, this cannot be confirmed as the devices were not available for evaluation and no clinical data was provided.